Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2016 and after the surgery, the patient experienced a wound infection at the implantable neurostimulator (ins) site. Post-operative discomfort was also noted. It was then stated that health care provider (hcp) diagnosed the event was being caused by rejection; there was not a greater than 50% reduction in symptoms. The cause, and what troubleshooting was performed related to the issue was stated to be unknown. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported it was unknown when the event began, the doctor suggested the consumer ¿plant out¿ ins, but the consumer rejected. The issue was not resolved.

Manufacturer narrative:
The patient's age of (B)(6) was provided. The specific date of birth for the patient was estimated based off of the patient's age.

Event description:
Information was received from a friend / family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2016 and after the surgery, the patient experienced a wound infection related to the "battery parts". It was then stated that health care provider (hcp) diagnosed the event was being caused by rejection; there was not a greater than 50% reduction in symptoms. The cause, and what troubleshooting was performed related to the issue was stated to be unknown. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.